Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-02503 pertains to the first extractor pro rx retrieval balloon and manufacturer report# 3005099803-2017-02504 pertains to the second extractor pro rx retrieval balloon. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the catheter was frayed and torn as it exited in the duodenoscope. They used a second device and the same event occurred. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.